Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.4, reference: 2.5, mean: 1.95, confidence limits: 1.3-2.7. Inratio precision data provided by end-user: 1st inr: 1.4, 2nd inr: 1.5, mean: 1.45, sd: 0.07, %cv: 4.88. Analysis of customer's data revealed that inratio versus reference and repeated inratio test result comparisons did meet accuracy and precision criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. As reviewed on (B)(6) 2011, (B)(6) discrepant result complaints were reported for lot #234523, yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.4, lab: 2.5. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 1.4 (strip lot #234523), 1.5 (strip lot #243934). Patient has been having discrepant issue for about 3 to 4 weeks. He has been testing on the meter since (B)(6) 2010.